Event description:
Report received of an over-delivery of demerol. The patient had been receiving morphine sulfate via the pca pump and was experiencing nausea. The medication was changed to demerol 10mg/ml using the same pca pump. The pump was re-programmed to deliver demerol 10mg/ml with a pca dose of 15mg every 15 minutes. It was not known if there was a 4-hour lockout interval set. The nurse watched as the patient was requesting the first dose of the demerol. The pump display indicated that the medication was being delivered but kept delivering past the programmed 15mg. The nurse turned the machine off after 21mg had been delivered. The pump was removed from clinical service and a replacement pump was used. There was no adverse event to the patient and the patient did not require any medical intervention. Though requested, no further information was available.